Event description:
The pt reported his blood glucose readings have been over 200 mg/dl, and he is uncomfortable with the operation of his insulin infusion device. He stated his normal blood glucose range is 120-136 mg/dl. He said he feels tired, thirsty and very warm and corrects his readings by bolusing through his infusion device. Troubleshooting did not find any issues with the product. During troubleshooting, the pt stated he is under an extreme amount of stress. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.